Event description:
Physician attempted to advance an endeavor resolute rx stent to the lesion. There was severe calcification at the lesion. The stent could not pass the lesion. There were no abnormalities noted prior to use of the device. The stent could not cross the lesion; on return to manufacturing facility damage was noted to the stent. No clinical sequelae were reported. Evaluation summary: the distal tip was slightly flared. The proximal pillow balloon folds were partially open. A number of struts on the 6th proximal stent segment were raised and pulled distally. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation and failure to deliver the stent), patient's condition affected effectiveness of device (vessel morphology). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (vessel morphology). (B)(4).